Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 704a, expiration date 05/31/2009). Reference medwatch report with patient identifier (B) (6) for the suspect device used in coaguchek xs system.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: a 2.2 inr/2.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.